Event description:
It was reported that the surgeon inserted an aa420tl silicone plate lens with toric optic and the trailing haptic was torn during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that part of the optic was torn off and a haptic plate was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.